Event description:
Staxx interbody vertebral spacer was being placed by a neurosurgeon. The surgeon reported that the device did not seem to release appropriately from the staxx surgical gun. The surgeon believed that the spacer was advanced too far and attempted to remove it, at which time a portion of the spacer broke off. Abdominal CT verified the broken portion to be within the pt's retroperitoneum.